Event description:
It was reported that quartex 3.5mm polyaxial screws were found to be broken post operatively.

Manufacturer narrative:
The device could not be returned for evaluation because it remains in the patient. No determinations could be made as to the cause of the reported issue.